Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons were normally responsive and had normal spring back or click. The keypad cover was removed for investigation and revealed contamination under the contacts of the contrast, up arrow and down arrow keypad buttons. On examination, no moisture was observed in the battery compartment or the cartridge compartment. A leak test was performed revealed a crack in the battery compartment which allowed for moisture ingress into the battery compartment. The pump cover was removed for investigation and revealed moisture inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 stating that after swimming a call service alarm was triggered. It was reported that the up arrow keypad button had been intermittently unresponsive for two to three weeks. The patient claimed moisture was evident in the battery and the cartridge compartments. The patient denied recent trauma to the pump. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.